Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the (B)(6) year-old female who underwent breast augmentation revision with 550cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) post procedure. There is a spot on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-11288 for contralateral prosthesis report.